Manufacturer narrative:
Examination of the returned products confirms the complaint; the o-rings are damaged. The root cause is attributed to misuse; it appears the o-rings were attempted to be removed, possibly for cleaning purposes, and torn/damaged in the process. A search of the complaints databases identified other reports against the product code; however product problem has not been identified against the product or lot codes. Based on the investigation, the need for corrective action is not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The rubber o-ring that holds the glenoid trial has worn out. It will not hold.